Event description:
(B)(4).

Manufacturer narrative:
The unit came in for evaluation and found that the hard drives were not secured. Once properly secured, the issue was resolved. The repaired unit will be returned to the customer.

Manufacturer narrative:
Manufacturer narrative: the unit came in for evaluation and found that the hard drives were not secured. Once properly secured, all functions were checked with the recorder and bedside monitors. The reported problem could not be duplicated. Contacted the customer to report our findings. Customer requested that we retest the unit. Both of the hard drives were replaced as a precautionary measure. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.